Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. Failure analysis found the primary failure of the broken bipolar yaw pulley to be related to the customer reported complaint. The broken pieces are missing as a result of the breakage. The missing pieces measuring approximately 0.20¿ x 0.03" and 0.04" x 0.04" were not returned with the instrument. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have scratch marks/abrasions on the distal end. The main tube scratch marks measured roughly 0.03" to 0.42" in length and were not aligned with the tube axis. Material was missing from the surface of the main tube.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have several notches on the beige plastic. The procedure was completed with no reported injury.